Event description:
Describe event or problem: on 12/4/99 between 2:30-3:30pm, a visiting nurse tested the pt on her one touch basic meter with a result of 34 mg/dl. Pt was given candy and soda; however, concerned about pt's inability to stay awake, pt was transported to the hosp. Upon arrival at 4pm the otb meter again gave a bs of 34 mg/dl, while a lab result was reportedly 2000 mg/dl. The pt was admitted, placed on an insulin drip and subsequently discharged 6 days later. It was reported that the pt's physician admitted to accidently reattaching the wrong body part to the small intestines while removing the gallbladder, resulting in a fissure forming outside the stomach. The removal of the gallbladder allegedly caused the pt's acute pancreatitis. The meter is cleaned correctly; however, quality control tests are not performed. In addition, the test strips are stored outside of the vial in the meter carrying case.